Event description:
It was reported that the customer's pump screen would not turn on, remaining dark even when instructed to press the button and check for power. There was no adverse impact to the customer's blood glucose level. The customer was advised to plug the pump into a power source using known working charging supplies, but they did not have the necessary materials at hand. They were asked to follow up once they obtained the charging supplies to continue troubleshooting. Technical support attempted a follow-up call and sent an email before ultimately closing the case.